Manufacturer narrative:
Upon completion of the investigation it was noted that the unit was visually inspected utilizing unaided eye. No anomalies were observed. Unit was found to performed as intended. Unit completed testing (5 holes) and was found to performed as intended. The DHR (pn: 261221_bn: h60844) was reviewed and it was verified that there were no anomalies during the manufacturing process. Complaint could not be verified. Unit was found to meet all acceptance criteria.

Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The affiliate was contacted regarding product returned; however, the product was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. A review of the lot history records did not show any anomalies during the manufacturing process. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, when making a trepan hole, a perforator would not release. Operation lengthened by 20 minutes.